Event description:
It was reported that the patient had an infection at the spinal cord stimulation (scs) lead site. The patient did not have any symptoms and did not recognize the infection. The lead was explanted. There were no reported complications postoperatively. It was assessed that the event was due to a hygiene problem and that it was not device related. The patient was administered antibiotics and left the hospital on his own decision. Culture was taken but results are unknown. The explanted lead was disposed of by the facility and will not be returned for analysis.